Manufacturer narrative:
Correction information: b4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. D4:unique identifier (UDI). H4:device manufacture date. Evaluation summary based on the content of investigated data, it was determined that the potential cause/root cause of failure was that moisture entered the objective lens unit and condensed, causing the observed image to become unclear. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 22-feb-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 23-feb-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
The pentax medical emea responded to a good faith effort request via email on (B)(6) 2023 saying it did not know if the image had any fogging of the image during hospital use, and if so, if the hospital had an alternative scope. This device is not distributed in us so that 510k is blank. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The image get's foggy. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.